Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4). Implanted: (B)(6) 2015. Product type lead product ID 977a260. Serial# (B)(4) implanted: (B)(6) 2015. Product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-may-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient went in a little over a month ago to have her device adjusted because she wasn't getting good pain relief. The patient reported that she had tried making adjustments on her own, but she was still in a lot of pain and would like to meet with a manufacturer's representative (rep) again. The patient was unclear about when her pain returned stating "my pain has been going on since 2000 but the device has helped me." Additional information from the consumer on (B)(6) 2020 reported that they were still not getting relief and requested an appointment with a manufacturer representative. A manufacturer representative confirmed that the last patient appointment had been on (B)(6) 2020. The manufacturer representative reached out to the patient to assist. No further complications were reported. 2020-mar-26 (rep): additional information received from a manufacturer representative (rep). It was reported that the rep met with the patient for reprogramming and they were able to get better coverage and pain control. The patient stated had a visit with the hcp and said her leads migrated. Apparently there was an appointment with the hcp prior to meeting with the rep and they did an x-ray. The hcp told the rep that based on the image, the leads looked to migrated down a couple electrode lengths. No further complications were reported.